Manufacturer narrative:
According to the information provided, the cannula tip broke during surgery. However, during the visual examination, pe identified the cannula broke at the hub. The cannula was not received in its protective tube and therefore additional shipping damage cannot be ruled out. Pe is unable to determine the actual cause of the break, but the location is consistent with damage due excessive lateral force applied during use. The cannula shaft at the hub and the tip lumen webs receive the greatest amount of stress when lateral forces are applied to the shaft. Physicians trained in liposuction surgery are advised to use a straight piston-like motion when working with the cannula and to avoid sideway motions that increase the lateral forces on the device.

Event description:
According to the information provided, the cannula tip broke during surgery. Without the return of the product, pe was unable to perform an evaluation on the device. Therefore, no corrective action is warranted at this time. Should the product become available to pe, this complaint will be reevaluated at that time. No patient injury was reported.